Event description:
Additional information received reported the pump had not been filled for a year and the alarm had been going off every 15 minutes for that long as well. The patient was having trouble finding a health care professional to fill the pump. His legs were stiff and he was in pain. The patient was taking oral baclofen, but it was noted the oral baclofen was not doing as well as the patient would have liked. The patient was ¿disabled.¿

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: explanted: product typ catheter. (B)(4).

Event description:
It was further reported that an alarm was heard but not yet confirmed by telemetry. The pump had been dry for about 1.5 years as the patient had not had it filled and the empty reservoir alarm was suspected. The pump was last filled in (B)(6) 2012 and ran out of drug in (B)(6) 2012. The patient was looking to get the pump refilled and start therapy again. The patient was still seeking a new physician to refill her pump. The patient had also been taking oral baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a change in therapy effect, and her "legs were very swollen, tight and felt no baclofen." The patient's legs had edema with bruises. It was suspected there had been "something wrong with the pump" for several months. It was later reported that the patient never had therapeutic effect, had no pain relief, had difficulty walking, and had swelling and stiffness in her legs. It was noted that the physician told the patient the pump was "working fine." The patient had relocated and was looking for a new physician. It was later reported that the patient went to the emergency room (ER) on (B)(6) 2012. The low reservoir alarm date was set to go off on (B)(6) 2012. Withdrawal was reported. The patient had the sweats on (B)(6) 2012, and was experiencing pain on (B)(6) 2012. The device system was used to deliver bupivacaine (marcaine) and compounded baclofen. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.